Event description:
The account alleges that the right intermediate siderail will not stay latched in the up position.

Manufacturer narrative:
The technician did not document what was performed to correct this issue. There is no data to support that this issue was resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.